Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas 8000 c 702 module. The sample initially resulted in a lithium value of 0.041 mmol/l and this value was reported outside of the laboratory to the doctor. The doctor requested a repeat of the sample. The sample was repeated twice, resulting in values of 0.801 mmol/l and 0.817 mmol/l. The lithium reagent lot number was 59094301. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer adjusted the wash station dispense volume. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The component code and the evaluation conclusion code have been updated.